Manufacturer narrative:
Wide spread corrosion within the internal components was identified as the probable cause of the device overheating. Corrosion damage of the internal components can result in heat production, due to increased friction between the moving components.

Event description:
The core impaction drill was sent for eval due to overheating prior to a procedure. A readily available alternate device was used for the procedure. No adverse event was associated with the device.